Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display cable to the interface board was found to be disconnected. The cable was reconnected to address the issue.